Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 17274 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was carried out. Visual inspection of the shaft segment showed a fold/pinched approximately three inches from the tip. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 6 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. Unable to insert balloon catheter into the sheath. The shaft was kinked. The user may experience insertion difficulties due to kinked shaft. The reported issue (air ingress) could not be tested due to the catheter defect. In conclusion, the reported air ingress issue could not be confirmed nor denied due to the inability to test the balloon catheter due to its defect. The balloon catheter failed the return product inspection due to a folded and damaged shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, air was drawn out continuously after the balloon catheter was inserted into the sheath. The sheath was replaced, but the issue persisted. The balloon catheter was removed from the patient and "storage of the balloon" was suspected. A test inflation outside of the body was performed to adjust the shape of the balloon and upon reinsertion, no further air was withdrawn. When the balloon was removed from the patient, it was noted that the tip of it was bent. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.